Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 432 mg/dl. The patient treated via manual insulin injection. During troubleshooting the customer confirmed that there was greater than normal resistance while attempting to push insulin through the tubing via plunger push. The insulin pump was not returned for analysis.